Manufacturer narrative:
(B)(4). Exemption number e2016004.

Event description:
On may 27, 2016, nakanishi received an email from a (B)(4) that states a handpiece head cap had come apart and fell into a patient's mouth. Details are as follows: on may 19, 2016, (B)(4) was made aware of an unconfirmed event with one of its devices. (B)(4) sales representative was contacted by a dental office representative regarding handpiece z95l (serial no. (B)(4)). The dental office representative said that the head cap had come apart and fell into a patient's mouth. (B)(4) instructed the dental office to immediately send in the handpiece for evaluation. (B)(4) contacted the dental office to obtain more information needed and the (B)(4) patient information form was immediately forwarded to dental office contact person to be completed. (B)(4) received the patient information from the dental office on may 23, 2016, and details are as follows: - the event occured on (B)(6) 2016. - the dentist stated a procedure to remove adhesive was being performed and the head cap came off in a patient's mouth. - the patient was not under anesthesia or sedation. - no malfunction was observed by the dentist before the procedure. - the dentist noticed the head cap came off and retrieved all parts from the patient's mouth by the dentist and the patient was not injured.

Manufacturer narrative:
The information about patient weight was not provided by the dentist. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. There were no visible abnormalities, such as cracks, dents or deformation, on the outside of the handpiece. Nakanishi also observed threads of both the handpiece head and the headcap and found the threads normal without any abrasion, deterioration and difference in dimensions. Nakanishi then, measured the dimensions of the carbide bur returned with the handpiece to see whether or not the bur meets the criteria for use specified in the operation manual. The dimensions are as follows. Total length: 23.13mm (nakanishi criteria: 25mm or less). Shank outer diameter: 1.594mm (nakanishi criteria: 1.590-1.600mm). Maximum diameter of working part: 1.538mm (nakanishi criteria: 2.0mm). All the dimensions nakanishi confirmed satisfied the criteria. Nakanishi observed whether or not the headcap of the returned handpiece would loosen under the following conditions. Tightening torque: 50n?ecm/45n?ecm/35n?ecm/30n?ecm/25n?ecm/20n?ecm/15n?ecm. Bur: test bur (dia.:1.598mm, length:19.01mm) and returned carbide bur. Motor rotation speed: 40,000rpm (head rotation: 200,000rpm). Load: under no-load. Evaluation period: 3 minutes. Nakanishi drew a line on the headcap and head and observed for occurrence of misalignment. Nakanishi did not observe any abnormalities in the above replicability test with the test bur. However, nakanishi observed abnormal vibration and noise during rotation in the test with the returned bur, and when the tightening torque was 25n?ecm or less, the headcap loosened. In addition, when the tightening torque was 15n?ecm, the headcap came off and the bur deformed. Conclusions reached based on the investigation and analysis results: after the replicability test, nakanishi considers the possibility, from similar phenomenon nakanishi has experience in the past, that the combination of a reduction in headcap tightening force with abnormal vibration (e.g. Bur runout, cutting under high load, etc.) Could result in the reported headcap loosening/coming off. Failure to check the headcap tightness and the bur state before each use as instructed in the operation manual, contributes to the headcap loosening/coming off when combined with abnormal vibration. In order to prevent a recurrence of the headcap loosening/coming off, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of following instructions in the operation manual.